Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced low blood glucose. Blood glucose reading was 38 mg/dl. Customer treated with juice and carbohydrates for low blood glucose. The customer declined to troubleshoot for the low blood glucose incident customer stated auto mode feature was active at the time of incident. The pump will not be returned for analysis.